Event description:
This device utilizes a pneumatic footswitch that has repeatedly failed within the 4 units rptr has in health system. The problem is that the rubber ball develops cracks and causes air leaks so that the unit cannot, properly operate. This could cause more problems when used in a case when the irrigator is needed. If replacing this bulb were part of the preventative maintenance procedure, this would be more acceptable, but it is not. After contacting the vendor several times rptr was told that rptr is the only facility having these problems with the device. Rptr has heard from several other hosps that this is not true; that rubber ball is being replaced many times everywhere.